Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one used, iag/bc 22ga retracted needle/safety barrel and catheter/adapter assembly and an opened package. The catheter/adapter assembly attached to a syringe. DHR review was performed on lot number 8002767; the lot number was built on afa line 12 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in-process testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed six non-related qn¿s of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The defects leakage and catheter defective/damage was confirmed. The leakage was from the characteristic v shape of a spear thru observed in the catheter tubing. Water/air leak test: a lab-supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. Air bubbles were observed coming from the characteristic v shape. Root cause of the catheter defective/damage was indeterminate. Where the defect occurred, could be caused by manipulation of the device by the user or by the manufacturing process. The unit was returned retracted, used and in an opened package. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.